Manufacturer narrative:
The tall clamp was returned to the manufacturer for analysis. After functional testing, and visual/physical examination the reported issues was confirmed. The retainer ring was pulled from the tip of the adjustment screw and was missing. The screw was able to close the clamp, but not open it. The investigation found that the reported event was related to a hardware issue and has been documented in an anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Missing lot number and UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported during set-up for a procedure, the captive washer on the old style spine clamp broke off. There was no reported impact on patient outcome.